Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report painful sensor insertion (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported the use of prescription numbing cream. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined